Manufacturer narrative:
Product is not available for evaluation. If further information is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow-up will be sent. This is one of two related mdrs. Refer to 9610905-2014-00011. Additional lot number 31209489.

Event description:
The surgeon implanted three sternal talons on (B)(6) 2014. The surgeon brought the patient back for an internal mammary artery bleed. At this time the surgeon explanted all three talons and closed with wire. Patient is doing well.